Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having an echocardiogram and started having low flow alarms. The patient's flow went to 1.6 lpm and the patient lost consciousness. On (B)(6) 2021 the log file captured the estimated flow was at the 2.5 lpm threshold, but was not sustained long enough to trigger the audible alarm. Then low flow events occurred for about 8 minutes where noted with flow as low as 1.7 lpm. The calculated flow recovered into the 3-4 lpm range for the remainder of the log. These events occurred when the pulsatility index (pi) was elevated and appeared to be a patient related issue and not a ventricular assist device (vad) related issue. The log file review captured persistent pulsatility index (pi) events throughout. The cause of the low flow alarms was dehydration. The low flow alarms resolved and the patient was currently asymptomatic. The patient was admitted overnight for observation and given diuretics. The device operated as expected. The echocardiogram results were not able to be accessed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed through the evaluation of the submitted log files. Although a specific cause for the alarms could not be determined through this evaluation, the account communicated that the low flow alarms were due to dehydration. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported dehydration could not conclusively be established through this evaluation. The submitted system controller event log file contained data on (B)(6) 2021. Transient low flow alarms were observed within the file. Of note, pulsatility index (pi) values were elevated during the low flow events. Multiple pi events were also captured. The pump appeared to operate as intended at the set speed. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 provides an explanation of all pump parameters, including flow. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 4 also explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. There are no audible alarms with a pi event. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16aug2019. No further information was provided. The manufacturer is closing the file on this event.